Manufacturer narrative:
On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: infection in cementless tha, 9 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 26 june 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The patient was positive for (B)(6). The surgeon revised all medacta hardware and implant an antibiotic spacer. The surgery was completed successfully. X-rays are available, explants are not available.